Event description:
It was reported that, "opened up the insert and there was a noticable black mark on the front of the insert."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.